Manufacturer narrative:
The unit was received with a missing retainer. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked select button on keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack in its casing. The patient's blood glucose at the time of incident was 130 mg/dl. The crack was seen on the reservoir ring. The caller did not know how the damage occurred. The insulin pump was returned for analysis.